Event description:
Boston scientific received information from the patient that the right atrial (ra) and right ventricular (rv) leads were wrapped around the device and that the device migrated. Additionally, the patient reported feeling sensations and an increased heart rate for approximately a year and a half. A local area sales representative was contacted, who noted the patient has complete heart block and at a previous device check there were no abnormalities found. To date, no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.